Manufacturer narrative:
H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Samples received: four (4) unit?s samples were received for evaluation; the samples were returned decontaminated inside a plastic bag 3 samples with its original closed package and 1 sample with its original open package. Visual inspection results: the sample didn?t present any damage, scuffs, pinch marks, cracks, crazing, etc. Could cause the failure mode reported. Functional test: the unit sample was filled using a syringe as indicate in as10009800-002 rev.100 then was connected to the cadd solis [ID: 1.0326; due date: 08/2021]; the unit was primed and connected without difficult, the pump was set running and any alarm was activated. The complaint was not confirmed, no alarms were activated during testing. No actions were taken since the complaint was not confirmed. The cause of the reported problem could not be determined.

Event description:
It was reported that when the smiths medical cassette was attached to a smiths medical pump, the pump alarmed "no disposable." This incident occurred 4 times with 4 different pumps and cassettes from the same lot number (4057999). The customer confirmed that the cause of incident was the cassettes because the 4 pumps were used with other 100ml cassettes and no issue was identified. During the flush, an error message on the pump was identified, indicating an occlusion, upstream or downstream of the filter (see photo). The users had the possibility to continue the flush but the fault appeared again. Then, the users re-prepared the cassette with a new cassette from the same lot and it was subsequently administered without any issue.